Event description:
It was reported that the compressor did not start and alarmed for low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. It was reported that the compressor did not start and alarmed for low pressure. There was no patient harm. The reported issue with the compressor failing to power on was confirmed during evaluation of the provided problem description and service report. Our fse (field service engineer) was on-site to investigate the issue further and found out that the compressor's mains inlet was defective and required replacement. After replacement the compressor started to work properly. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined, however described malfunction could be related with one of the following contributory factors: - user error - service or maintenance - expected wear and tear - manufacturing - supplier - assembly.